Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt heat in the area of their implantable pulse generator (ipg) at night and the morning. The patient suspects it is related to the use of advance pulse electromagnetic field pemf. The device remains in use. No patient complications have been reported as a result of this event.